Manufacturer narrative:
The complaint sample was not returned to the manufacturing site for review therefore the complaint could not be confirmed. The lot number was not provided. All device history records (DHR) s are reviewed for accuracy prior to product release. The complaint description states that the product is being cleaned with alcohol. The catheter is still in place. The patient got a blood infection but they do not know if it is related to the lumen breaking. Since the sample was not returned, there is not enough evidence to determine what could cause this event. With the available information it is not possible to confirm a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. The observed rate of occurrence for this condition is higher than that which is expected; therefore a formal corrective and preventative action (CAPA) was opened to address this reported condition. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports an incident where the infusion port of the triple lumen came off. It was snapped off leaving the line exposed. They are cleaning with alcohol and have not changed their protocol. The catheter is still in place. The patient got a blood infection but they do not know if it is related to the lumen breaking.